Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons do not activate the device) has been confirmed. As received, the response buttons would not activate the device. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective response buttons. The patient received a replacement monitor.

Event description:
A patient service representative (psr) contacted zoll while assisting a (B)(6) male patient to report that the response buttons would not activate the device. The patient was issued a replacement monitor.